Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was damage to the insulin pump's reservoir lip ring. The customer's blood glucose level was 9.2 mmol/l. It was reported that the insulin pump's cover in the front was peeling away. The customer was assisted in troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device was received with peeling keypad overlay, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. (B)(4).